Event description:
Report from synthes (B)(4) reports an event in (B)(4) as follows: it was reported that, when installing the set and especially the connection of the shaft reaming pipe system (cf. Step 2 , page 11 of the surgical technique guide), the surgical team had to deal with breakage of the end of the device reference no. 314.742. This led to an attempt to dismantle the head ref previously mounted bore with device reference (B)(4) lot no. 9322030. Two sterile items had to be unpacked for replacement to properly operate on this patient and with a less suitable material, as developed for the femur. Intervention extended for 10 minutes. Fortunately no complications or no patient harm but less optimal use of a drilling shaft adapted to the femur on the tibia. Patient is well. No product failure indicated for this device, only unpacked with the other devices. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. Upon follow up, it was discovered that there was no problem with this part. It is not likely to result in patient harm or the need for additional medical or surgical intervention. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: DHR review results disclosed in initial, revised evaluation method code. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Narrative: patient information not reported. Additional product code: hrx. Device is an instrument and is not implanted/explanted. Device history records was conducted. The report indicates that the manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 14. Jan. 2015, expiry date: 01. Jan. 2025, vendor of the corresponding non sterile part 60009290 lot 7474799 is synthes thus, DHR review for unsterile part should be performed at the us site. Mark two engineering inc. Manufactured the 12.0mm reamer head, sterile, for reamer / irrigator / aspirator, p/n 352.250, lot # 7474799, per work order number (B)(4). The lot was manufactured and conformed to specifications. The lot was inspected and conformed to the synthes incoming final inspection tabulated sheet. There were no complaint-related issues, mrrs, or ncrs associated with this lot. (B)(4) parts were released to the warehouse on november 08, 2013. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.